Event description:
Patient implanted with a cardioseal device in 2002 was seen on a 60 day follow-up and was found to have a thrombus on both the right and left atrial wall. Patient had 8 days of IV heparin with reasonable ptts. Repeat echo continued to show thrombus on both sides without significant change. Device surgically removed and atrial defect closed with a pericardial patch. Patient was reported to be fine and without any further complication.